Event description:
Pt was being treated with the oscillator vent when it was reported by an anonymous user that during a pt handoff, the pt coughed and the surround /diaphragm had blown out. The disposables were not sequestered. There was no pt harm. The pt was placed onto a servoi vent in response to the equipment failure. We have sequestered the vent and have begun to investigate the complaint and initiate a repair. Manufacturer response (as per reporter) for oscillator vent, sensormedics 3100bthey have had a large number of these failures recently. They are questioning cleaning chemicals and have seen a sharp increase in failures with h1n1. They may change their spec to require premature replacement of the driver component and reduce their spec from 4000hrs to 2000hrs.